Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was sitting in a restaurant and apparently a car came crashing through the wall of the restaurant about 2 weeks ago. The patient was injured and was taken by ambulance to a hospital. The patient was treated and released. The pt's spinal cord stimulator has not been functional; the patient cannot access the device with the patient programmer and had no stimulation sensation. The patient was evaluated and x-rays showed no evidence of fracture, dislodgement or interruption of the integrity of the system. The patient reported that prior to the accident, he had neurostimulation that was functioning and relieving his pain. On examination of the patient the day of the report, the device could not be accessed with the clinician programmer. A "power boost" was going to be performed with the recharger unit in hopes of being able to restore some type of charge to the neurostimulator to see if this may indeed be the issue that the neurostimulator had just discharged and needs to be recharged. If this was unsuccessful, the patient was going to be referred to a neurosurgeon for intraoperative troubleshooting and evaluation. The patient had good stimulation in the past that was in the area of his pain; however, he did have an increase in his low back pain that the neurostimulator was not covering. No patient or outcome was reported. Additional information has been requested, but was not available as of the date of this report.